Manufacturer narrative:
Correction- section b5: the lead was capped on (B)(6) 2024, instead of (B)(6) 2024.

Event description:
New information received indicates that the reported event on an unspecified oversensing was discovered in a clinic. The patient's right atrial (ra) lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received indicates that the reported event on an unspecified oversensing was discovered in a clinic. The patient's right atrial (ra) lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited an unspecified oversensing. The ra lead was capped on (B)(6) 2024. The patient had no adverse consequences.